Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 112117 - the dentist reported that the implant installed in intraoral region #20 had achieved primary stability, but when placing the abutment, the implant turned and it was decided to remove it. The patient presented insufficient bone quality/quantity (bone type iii) but bone graft was not executed.